Event description:
When the surgeon wanted to unlock the rocker arm it was stuck. When he used force to move it the pt sustained a 6 centimeter laceration that was sutured. Surgery time was prolonged.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.